Event description:
Pt venous cannulation leaked around site. 3 x 3 gelfoam applied bleeding continued. Dialysis treatment put in recirculation. Venous needle pulled and pt recannulated. Venous site had pressure & gelfoam applied. After site stopped bleeding one could see a tear to the left of the site. Treatment continued.